Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence as a result of the cuff being too large. The cuff was explanted and replaced with a smaller cuff with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.